Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation around the shaft is damaged and compromised. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed as intended. The suction line was tested and was clogged by dried parts of tissue; a back flush cleaned the line and the suction performed as intended. The complaint was verified and the root cause could not be determined with certainty. The insulation on the shaft is compromised near distal end probably caused by hitting other equipment while using the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the black coating of the electrode has come off. It happened with 2 different electrodes, on the same patient. 30 minutes delay and a back up was available to complete the procedure.